Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. Moreover, during the pre-discharge check it was noted that this rv lead exhibited high pacing threshold and decreased r waves. Additional information indicated that dislodgement was confirmed through an x-ray. Hence, rv lead was repositioned. No additional adverse patient effects were reported.